Event description:
It was reported that balloon rupture and embolization occurred. The target lesion was located in the superior femoral artery. A 6.0 x100, 135cm charger balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured and left an embolus behind. No known further patient complications were reported. It was further reported that contrast was observed after the balloon ruptured and no part of the balloon was left inside the patient's body.

Event description:
It was reported that balloon rupture and embolization occurred. The target lesion was located in the superior femoral artery. A 6.0 x100, 135cm charger balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured and left an embolus behind. No known further patient complications were reported.